Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating there was dull color on the bottom left-hand side of the screen. There was no patient involvement, no health consequences nor impact at this time.